Event description:
The hcp reported that the pt was diagnosed with meningitis in 2004. The pt was experiencing fever and leukocytosis. A culture of the cerebrospinal fluid was taken and coag neg staph was cultured. The pt was treated with intravenous antibiotics and total device system explant. The pt did not have drug withdrawal. The pt had the following risk factors: diabetes, urinary tract infections and debilitated status. The pt outcome was reported as unk.